Event description:
The patient developed a seroma at the ins site, which was related to the implant procedure. The fluid was aspirated and patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4).